Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a visual inspection of the pump showed that the bolus button was punctured. The button was unresponsive during testing. The cover was removed and button contact was found to be inverted. Unrelated to the complaint, the up arrow, down arrow, and ok keypad buttons were unresponsive. No evidence of contamination was found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was both under and over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.